Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed the pulse generator exhibited intermittent loss of capture. No intervention was performed. The device remained implanted. The patient would continue to be monitored.